Event description:
Robert was calling on behalf of his father- who is connected to an express mini drain, and is at his home. Robert reports that the drain has 400ml of fluid, and he cannot drain from the port any longer. He is asking for assistance. Advised him that it is only recommended to replace the drain when full- with another drain. His father states that he wasn¿t given another drain and was advised that he ¿wouldn¿t have enough fluid to fill the drain anyway¿. Suggested that he call the md office/ or nurse on call for further instruction, but robert states that he has tried this and there is no answer for either. Advised that he could call the medical center main number for assistance or visit the ed for further help. Robert was frustrated with their situation but thanked me for the call back.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Manufacturer narrative:
Investigation: the complaint details indicate that a patient was discharged to home with an express mini 500 drain, being used on gravity drainage. The drain had filled with 400ml of fluid and they could no longer empty it by the luer port, as it became clogged. The fluid was being removed with a 10cc plastic syringe, and became clogged during the initial attempt to drain the 400ccs. The patient had been home with the drain for approximately 2 days at the time the event was reported. There was no harm reported. The patient had been provided with written discharge instructions with instructions on how to empty the drain. Follow-up conversation notes that the patient received confirmation from the doctor and hospice nurse that the patient was discharged too early. The drain will not be returned and the lot number has not been provided.therefore, no device evaluation could be performed, nor is deemed necessary, given usage of the device outside of its intended use environment and a failure mode specific to this off-label usage. Despite no evidence of any product malfunction, the event is considered confirmed, as the complaint involved reported use error/off-label use. The CAPA search identified a historical CAPA request from post-market surveillance in regards to the observed increase in outpatient use of express mini 500 drains. Additionally, there have been several CAPA requests initiated from complaint trend excursions related to outpatient use. CAPA 682612 for "mobile drainage products - outpatient use and continued use" identified that express mini 500 devices are being utilized in outpatient settings; however, home use is not the intended use environment. Aw011485 - IFU, drains, express mini 500, multilanguage (rev aa) does not state the device is for use in a clinical setting; however, the precautions do state "users should be familiar with thoracic surgical procedures and techniques before using a chest drain.". Additionally the cr evaluation suggests that there are instances of repeated fluid removal from the drain from the sampling port and continued reuse on the same patient, which does not align with the IFU as indicated in the precautions and sampling patient drainage sections. The root cause evaluation for the CAPA has determined that the usage of the express mini 500 devices is occurring because there is a clinical need for outpatient drainage systems. It was also determined that marketing materials were historically provided for express mini 500 suggesting that the device could be used in an outpatient setting and emptied, which does not align with the current design inputs. At the time of this complaint investigation, the CAPA is in the action planning phase. In terms of the reported malfunction, the express mini 500 drain is not designed or intended for fluid in the collection chamber to be emptied of fluid as a means to continue use of the device on a patient beyond 500 ml of fluid collection. The nac sample port is not designed or intended to be used as a means of draining fluid from the collection chamber of the device. Management of the device in the home setting being performed by non-clinical/non-medical individuals or by clinical care providers not familiar with management of a thoracic drain has the potential to increase the likelihood of malfunctions. Based on the evaluations performed, the root causes identified for this complaint include design, labeling, and user preference. A risk assessment was performed and found that the associated reported defect, the express mini 500 product remains operating within its approved risk profile. The risk management file adequately covers risk associated with outpatient and off-label usage. A further risk analysis of the outpatient use and continued use of the express mini 500 drains has been documented in hhe2022002. H3 other text: device not available for return.

Event description:
N/a.